Manufacturer narrative:
The authorized service provider (asp) evaluated the device and could not reproduce the backup alarm failed alarm but was able to confirm the occurrence of the backup alarm failed diagnostic code in the diagnostic report (drpt). The asp stated that a replacement central processing unit (cpu) printed circuit board assembly (pcba) would be required to resolve the issue, but the part replacement was pending an approval of the order from the customer. The investigation is ongoing.

Manufacturer narrative:
The replaced central processing unit (cpu) printed circuit board assembly (pcba) was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). Testing of the cpu pcba and the issue of the ls1 component failing with the accusation of a backup alarm failure (error code 1104) resulted in a no problem being found by the pil tech. There was no problem found on the returned cpu pcba.

Manufacturer narrative:
The authorized service provider (asp) replaced the central processing unit (cpu) printed circuit board assembly (pcba) to resolve the reported problem. No further abnormalities were found. The asp completed a comprehensive inspection, cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup alarm failed alarm. The device was reported to be in use at the time of the reported problem. The customer informed the authorized service provider (asp) that when the backup alarm failed alarm occurred, the device continued to operate, and there was no delay in therapy or medical intervention required for the patient. There was no patient or user harm reported. The customer did not disclose the patient information. The device was swapped out with another ventilator without issue.